Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a software update initiated via a samsung s24, the ilet failed to complete the update, repeatedly froze, and displayed an update-required alert that blocked cgm connection and prevented actions such as dismissing alerts and filling cartridge and tubing, resulting in the device being unavailable for insulin delivery. Symptoms included no reported adverse clinical effects, with blood glucose reportedly within target. Outcomes included cessation of pump therapy and transition to backup therapy, as well as shipment of a replacement ilet. Investigation included customer service troubleshooting and verification of environmental and use factors, including battery charge, device proximity, internet connectivity, and operating system status. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.